Event description:
A (B)(6) female patient contacted zoll customer support to report that she was receiving check therapy pad messages. The patient was issues a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure and check belt messages was isolated to an open pulse wire in the trunk cable. The root cause for the open wire could not be positively identified. No adverse event resulted from the defective electrode belt. The patient was issued a replacement electrode belt.